Event description:
Information was received from a consumer regarding a patient receiving baclofen (95.0 mcg/ml at 31.956 mcg/day) and morphine (30.0 mg/ml at 10.091 mg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported the pump was alarming/beeping. It sounded like the critical alarm multiple times. The patient was to follow-up with their healthcare provider (hcp). It was further reported the representative met with the patient at the doctor's office, the logs were read and indicated that a reset - low battery occurred at 16:24. It was later reported by the hcp that the patient heard the pump alarming on (B)(6) 2016 and the pump was interrogated to obtain the logs. It was noted there was one motor stall and motor stall recovery in the logs, multiple resets, low battery resets, and safe state with all alarms occurring on (B)(6) 2016. The pump was replaced as a result and would be sent back for analysis. No symptoms were reported. It was later reported that the cause of the low battery resets and motor stall was unknown. The patient had called for the two toned alarm, the logs were read, and the pump reset to minimum rate. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.